Event description:
After a motorcycle accident, this patient reported intermittency with the device. Explantation/reimplantation surgery is scheduled for 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.